Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider regarding a patient receiving morphine via an implanted pump. Indication for use was noted a cervical radiculopathy and spinal pain. It was reported that the patient was having an MRI done. The MRI was ordered for an l-spine for pain. The patient reported that their pump had not been working for a long time. The date of the event is unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.